Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
Approximately 9 hours after the initiation of the ivtm therapy, the nurse observed that the saline bag decreased and bed sheet was wet. Following this, the thermogard xp ivtm system (sn unknown) and start-up kit was replaced. After 5 hours and 32 minutes, again saline leak was observed. The user replaced the icy catheter and suk. It was observed that there was a crack on the inflow luer of the icy catheter (lot #150505). No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2021-00192 for the icy catheter.